Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring urinary incontinence. During the examination, it was noted that the device was not functioning properly, as it did not complete a full cycle. The device remained deactivated, and imaging revealed a fluid leak as well as a puncture in the balloon at the connection point with the tube. A surgical procedure was performed, and the device was explanted and replaced. There were no additional patient complications.

Manufacturer narrative:
Model number/catalog number: 72400098. Serial number: n/a. Batch/lot number: 1100360109. Model/catalog description: control pump fgs. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72400161. Serial number: n/a. Batch/lot number: 1100328995. Model/catalog description: belt cuff fgs 4.5 cm. Unique identifier (UDI) # (B)(4).